Event description:
It was reported that during testing conducted at the manufacturer facility the release pins of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at a manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the release pins was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material integrity issue or impact.